Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer hospitalized on (B)(6) 2021 for overnight due to high blood glucose level. Customer was treated with intravenous infusion drip at the hospital. Customer's blood glucose level at the time of incident was unknown. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of high blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.